Event description:
A healthcare provider (hcp) reported on (B)(6) 2017, the day of implant, the consumer suddenly had leg weakness and a possible herniated disc/disc issue so they needed an MRI to rule out bleeding. There was also mention of an MRI of the consumer¿s knee. It was unknown if the symptoms were reported to the device or therapy. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp. It was reported that the leg weakness was a patient/therapy issue. The cause of the leg weakness was unknown, but there was no disc hernia. The issue had been resolved. It was noted that the patient¿s weight was (B)(6). A lumbar CT was done on (B)(6) 2017. The multidetector helical CT of the lumbar spine was performed before and following intravenous administration of 100 milliliters of omnipaque 350. The axial, sagittal, and coronal reformats were reconstructed from the source date. It was noted that the stimulator was in place, entered the spinal canal at the ninth and tenth thoracic (t9-t10) level, and ascended to the mid t8 vertebral level where it terminated. Between t8 and t10 evaluation of spinal canal soft tissue contents was limited with beam hardening artifacts originating from electrodes, but the hcp did not see evidence of a sizeable epidural hematoma, an enhancing lesion, or epidural abscess. Below this, there were multilevel chronic degenerative disc and facet changes. There was disc space narrowing at all lumbar levels, more severe at the third and fourth lumbar (l3-4) and l4-5 with degenerative disc vacuum phenomenon. There was mild spinal canal and bilateral neural foraminal narrowing at l1-2 and l2-3 from diffuse disc bulging. At l3-4, there was diffuse disc bulging in addition to disc space narrowing and degenerative disc vacuum phenomenon, causing spinal canal and left neural foraminal narrowing. At the l4-5 level, in addition to disc space narrowing, degenerative disc vacuum phenomenon, and diffuse disc bulging, there was calcific ligamentum flavum hypertrophy and degenerative facet changes causing significant spinal canal and bilateral neural foraminal stenosis that might have been more prominent on the left than on the right. At the l5-s1 (first sacral vertebrae), there was diffuse disc bulging without evidence of very significant spinal canal or neural foraminal stenosis. All lumbar vertebral heights were normal. The advanced degenerative disc and facet changes were most severe at l3-4 and l4-5. There was mild anterior wedging of imaged thoracic vertebra from t8 to t12. No definite acute compression fractures were identified. The appearance of the thoracic was similar to a prior thoracic spine MRI from (B)(6) 2017. There were chronic pars defects of l5 without spondylolisthesis. There was no significant scoliosis. Bibasilar atelectasis and some peribronchial thickening in the posteromedial lung base were partially imaged. There were no acute bone findings. It was noted that the physician saw the CT study and agreed that there were no acute appearing findings.